Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a pipeline vantage that had distal migration or foreshortening which required an additional device to be implanted to prevent patient injury. The patient was undergoing a procedure for flow diverter treatment of an unruptured saccular left internal carotid artery (ica) supraclinoid segment aneurysm. The aneurysm max diameter was 14mm and the neck diameter was 7mm. Vessel tortuosity was severe. Dual antiplatelet treatment was administered with protocol pru level achieved. It was reported that the pipeline and all accessory devices were prepared as indicated in the instructions for use (IFU). Due to the severe vessel tortuosity of the ica, the guide catheter was parked at the ica origin. The navien 5f intracranial support catheter was tracked at the cavernous sinus. After successful deployment of an axium framing coil through the echelon 10 microcatheter, the echelon was removed and replaced with a phenom 27 microcatheter for delivery of the pipeline vantage stent. The operator selected the 4x16 pipeline vantage per sizing and deployment began at the terminal ica. The pipeline vantage appeared to deploy and open very well without issue. However, when checking before ending the procedure, the surgeon observed the distal end of the pipeline had moved and fallen in the neck of the aneurysm. A second pipeline (ped2-400-25) was then deployed for full neck coverage and stasis in the aneurysm was achieved. It was suspected that the first pipeline vantage had not anchored properly at the distal end, causing the migration after deployment. There were no other patient symptoms or complications associated with this event. Post-procedure angiography showed full apposition of the pipelines and stasis in the aneurysm after deployment of the second pipeline.